Event description:
The manufacturer received information alleging a ventilator was not providing airflow . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, contamination in the universal porting block was observed. The device's universal porting block was replaced to address the issue.